Event description:
On (B)(6) 2011, (B)(6) received a call from a woman who identified herself as the daughter of a pt who had become extremely ill weeks after received a dynablast bone graft. The caller reported that her father was hospitalized at (B)(6). Since the bone graft surgery on (B)(6) 2011, her father had lost function of his arm, leg, and brain. The caller requested we conduct a review of the dynablast lot used in her father's procedure to attempt to eliminate the dynablast as a possible source of her father's deteriorating health. As reported by the pt's dental clinician, the pt received a dynablast graft following immediate extraction at (fdi dental site 15). The site was covered with an ethicon patch, and the entire procedure was uneventful. The pt has also travelled to and spent 3 weeks in france after the procedure. The presumptive diagnosis as indicated by the attending physician at (B)(6) is creutzfeldt-jakob disease (cjd); a conclusive diagnosis is still pending.

Manufacturer narrative:
This product is contract mfg for keystone dental by integra lifesciences. Keystone dental has an exclusive license to sell the dynablast product for dental applications from integra lifesciences, the developer of the product. A review of keystone dental inc and integra lifesciences complaint databases revealed no other complaints associated with this lot. Integra lifesciences conducted a review of the batch records for dynablast lot 101109. The results revealed this product was mfg and released in accordance with the product release guidelines, and that no nonconformances or process deviations were observed. Additionally, the tissue bank (allosource) conducted an in-depth review of the donor records associated with this lot. The review showed the procurement cultures and serology results were in accordance with (B)(6) guidelines. Test results from a sample of the pt's spinal fluid coincide with the presumptive diagnosis: creutzfeldt-jakob disease (cjd). The attending physician also stated she is dismissing any concerns with the dynablast product, and has eliminated dynablast as a potential contributing factor to the pt's deteriorating health. (B)(4).